Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.75mm x 15mm was returned for analysis. A visual and tactile examination of the hypotube identified multiple hypotube kinks along the length of the hypotube shaft. A detailed microscopic examination of the balloon material identified a 13mm longitudinal tear across the length of the balloon. A microscopic examination of the extrusion shaft noted the inner lumen was stretched within the balloon. A microscopic examination of tip showed no signs of tip damage.

Event description:
Reportable based on device analysis completed on 29-nov-2024. It was reported that crossing difficulties were encountered. The 72% stenosed target lesion was located in the severely calcified mid-right coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure. However, returned device analysis revealed balloon torn longitudinal.